Event description:
Pt admitted on 7/21/94 folowing inappropriate discharge of aicd unit for evaluation of sensing lead. During procedure, no malfunction identified with the connection, so it was elected to proceed with insertion of a new rate sensing lead. Appropriate sensing and pacing were obtained. Evaluation of the leads revealed satisfactory defibrillatory thresholds.